Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6) 2014 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
This is one of two device reports associated with this event: MFR#1225714-2014-15216, 1225714-2014-15217. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2014-15216 and 1225714-2014-15217. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced cardiac arrest and subsequently expired.